Event description:
Reporter indicated a vns pt was in a car accident approx 4 weeks ago. Pt denied sustaining any injuries from the accident. Since the accident, the pt has had a cramp in her neck during stimulation, but not during each stimulation. Upon interrogation of the pt's vns, the physician found the pt's settings had changed. The physician believes a diagnostic was interrupted at the pt's last appoint, which caused the settings to revert to factory settings. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.